Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that twice in the last few weeks the white connector cable had been slightly loosened from the console and lost placement signals on two separate patients. Placement signal immediately came back once white connector cable was pushed in. There was no patient harm reported.